Manufacturer narrative:
Physio-control performed an evaluation of the electronic patient records and verified that the reported issue did occur.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, following a successful delivery of defibrillation energy, the device rebooted and the device appeared to lock up. The customer indicated that the device only had locked up for approximately 30 seconds and started functioning normally after a button was pressed.   The patient did not survive the event. The ems captain said that health care providers said that the device use did not contribute to the patient outcome but was due to her health condition, pulmonary embolism caused cardiac arrest.